Event description:
A patient underwent a left popliteal arterial surgery in which vascu-guard patches were used. This was further specified as ¿a longitudinal incision was made, and the patch was inserted¿ and ¿there was no reinforcement¿. Approximately five years and three months later, an aneurysm was diagnosed and subsequently resected. It was reported the aneurysm originated from the center of the device. Additional treatment or medical interventions were not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported "the vascu-guard was used to patch the vessel, no infection situation". The device and two (2) photographs of the sample were provided for evaluation. The pictures showed the resected aneurysm. It is not clear from the pictures whether any of the tissue shown is the vascu-guard patch. Neither the involvement of the patch or the alleged origin of the aneurysm in the center of the patch cannot be determined. The actual sample was received almost two months after it was excised from the patient and had been placed in a fixative. Evaluation determined that the provided pictures showed a more accurate depicted state of the sample immediately after it was removed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.